Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a routine clinic visit. Upon interrogation, the right ventricular lead exhibited elevated capture thresholds, high impedance, and was noted to be fractured. The fracture was believed to be due to an unrelated fall that the patient had. The device was reprogrammed to unipolar configuration. The patient was stable and would be monitored.